Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that patient experienced syncope with loss of bladder contraol and the cardiac resynchronization therapy defibrillator (crt-d) exhibited a power on reset (por). It was noted the right ventricular (rv) lead was suspected to have insulation damage and the rv lead was capped and replaced and the crt-d was explanted and replaced. No further patient complications have been reported as a result of this event.